Event description:
This is an international report of a customer that had a question on whether the transfer set had been contaminated or not. The home patient (hp) stated that when she was doing a disconnect, she touched the dark blue part of the transfer set when putting the mini cap on. The hp stated that she needed to do a line change. The hp stated that she could not get the titanium connection off. The technical service representative (tsr) explained that the hp should not disconnect the transfer set from the catheter. The hp stated that they trained her at the clinic how to do it. The tsr explained that baxter does operation support for the homechoice (hc) machine and instructed the hp to contact the dialysis center or hospital for more instructions. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown.

Manufacturer narrative:
(B)(4). This complaint is confirmed because the customer reported that there was a break in aseptic technique as the home patient touched the blue part of the transfer set, which is a use error that can cause peritonitis or potential contamination. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.